Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, which was resolved after the user toggled the dexcom g7 connection off and on and restarted the sensor, after which the sensor paired and displayed glucose readings. No adverse clinical symptoms reported. Outcomes included restoration of cgm connectivity and normal operation. User support included technical troubleshooting and user education performed remotely. Investigation of this case revealed a transient communication or connectivity issue, with no persistent device malfunction observed after standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption resolved by routine troubleshooting.

Manufacturer narrative:
Initial.